Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to cancel treatment due to not feeling well and needing to go to the hospital. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on the liberty select cycler on (B)(6) 2025 due to chest pressure that was attributed to a recent cardiac procedure. It was explained that the patient recently had cardiac stents placed and they were prescribed a new cardiac medication (exact type unknown) following the procedure. The patient was admitted to the hospital on the same day. During this admission, it was determined the dosage of the cardiac medication needed to be decreased to avoid occurrences of chest pressure. The patient was able to undergo ccpd therapy with a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and they were discharged home (exact date of discharge unknown). It was confirmed the patient¿s chest pressure attributed to their cardiac history and associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as they utilize the same liberty select cycler for ccpd therapy at home post-discharge.

Manufacturer narrative:
Clinical review: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to cancel treatment due to not feeling well and needing to go to the hospital. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on the liberty select cycler on (B)(6) 2025 due to chest pressure that was attributed to a recent cardiac procedure. It was explained that the patient recently had cardiac stents placed and they were prescribed a new cardiac medication (exact type unknown) following the procedure. The patient was admitted to the hospital on the same day. During this admission, it was determined the dosage of the cardiac medication needed to be decreased to avoid occurrences of chest pressure. The patient was able to undergo ccpd therapy with a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and they were discharged home (exact date of discharge unknown). It was confirmed the patient¿s chest pressure attributed to their cardiac history and associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as they utilize the same liberty select cycler for ccpd therapy at home post-discharge.